Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that a sparc sling system was implanted to treat stress urinary incontinence and that it has allegedly caused, "infection or inflammation, tissue abrasion, severe and permanent bodily injuries, significant mental and physical pain and suffering and economic loss."